Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a knob that would not rotate and the device failed to calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The product surveillance technician (pst) observed the oxygen (o2) knob was too stiff for the motor to turn resulting in ''knob adjust only'' errors and failure of the electronic patient gas system (epgs) to calibrate. The service repair technician (srt) duplicated the reported complaint and identified a defective fraction of inspired oxygen (fio2) stepper motor to be the cause. The srt replaced the stepper motor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.